Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/07/2019.

Event description:
The customer reported issues with portions of the touchscreen area. In addition, the touch screen doesn't work and cannot be recalibrated. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported issues with portions of the touchscreen, and verified the failure through testing. The fse replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.